Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37754, serial#: (B)(4), product type: recharger. The event date was an approximate. It was reported that the issue began roughly six weeks ago. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they had to recharge every 24 hours or less. Patient stated that they used to recharger every week, then it became every 3 days, then anywhere from 24-36 hours , and that now it is 18-24 hours. It was also stated the recharger was taking much longer to charge ins than it used to. Patient stated that they had some adjustments with their doctor. Patient also stated that the doctor mentioned that it might be a battery issue with their ins. Patient stated that they need a pain pump to be put in first and then they might replace the ins battery if they still need it. Patient stated if she was not able to charge their ins, patient will be in horrible pain in the next 24 hours. No patient symptoms reported. No further complications were reported as a result of this event.